Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds. The patient felt light headedness. Technical services (ts) recommended reprogramming options. No additional adverse patient effects were reported. This lv lead remains in service. Additional information indicated that reprogramming was performed, and the patient remained under monitoring. No adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds. The patient felt light headedness. Technical services (ts) recommended reprogramming options. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.